Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. D4: batch #618d22. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received partially fired 1/16. Upon analysis, the jaws and closure trigger were noted in the close position, and the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting in the device not being able to open. The event described of would not reverse button force y would not reverse knife automatic. Could not be confirmed as once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the finished device batch number 618d22, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 11/25/2025 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a9874u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire, the knife moved to the distal end but could not return knife automatically. Knife reverse button did not work and they could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.